Manufacturer narrative:
Additional information was received about the incident date of the explant. Date of event: (B)(6) 2016. If explanted, give date: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown, not provided. If explanted, give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct300 21.5 diopter, was explanted from the left eye of a male patient because the lens did not rotate properly. There was no incision enlargement, no sutures, and no patient injury. The replacement lens was the same model but a 20.0 diopter. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the dimensional inspection performed at final inspection. The results showed that all dimensions were within specification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.